Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (600 mg/dl) with large ketones present. Reportedly, the customer went to urgent care. The customer took manual injections and was drinking fluids to stabilize bg level. During troubleshooting with tandem technical support, air bubbles were noted in the luer lock. The customer was not removing air from the cartridges during load. The customer was instructed on the proper load. It was indicated that the customer would resume insulin delivery once a new cartridge is loaded.